Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that medication is leaking from barrel when he draws. The returned syringe was examined and exhibited cracks in the barrel ranging from the 7-20 unit markings, which could cause leaks during drawing. A review of the device history record was completed for batch# 8141531. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root causes: 1. Defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2. Infeed dial at barrel printers. 3. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle was leaking out of the barrel when drawing medication.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine needle was leaking out of the barrel when drawing medication.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8141531. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 8141531. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle was leaking out of the barrel when drawing medication.